Event description:
It was reported that a patient underwent a procedure for a left humeral fracture on (B)(6) 2024 and suture was used. During the procedure, the doctor found that there were other colored suture mixed in with the suture. There was foreign matter. Therefore, it was suspected that the sterile suture did not meet the sterilization requirements and was not used. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: are there any photos of the foreign matter available? No photo available.